Event description:
It was reported that there were concerns of fracture for this right atrial lead as it exhibited failure to capture. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.